Manufacturer narrative:
Zoll medical corp. Has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the multifunction cable on the device had an intermittent connection. Complainant indicated that there was no patient involvement in the reported malfunction.